Event description:
Edwards received notification that a patient with an unknown valve model implanted in aortic position underwent a valve-in-valve intervention after an implant duration of at least five (5) years and six (6) months due to degeneration, which led into moderate to severe stenosis (peak gradient 58 mmhg; mean pressure gradient (mpg) 38 mmhg; velocity 3,8 m/sec; valve area 0,46 cm2). The patient presented with dyspnea before the reintervention. A transcatheter valve was implanted within the edwards surgical valve, and the patient was noted as to be discharged.

Manufacturer narrative:
D6a. If implanted, give date. The implant date is known only as "2019". Therefore, (B)(6) 2019 is being used to calculate the minimum implant duration. H11: additional manufacturer narrative: this report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The device was not returned to edwards for evaluation as it remains implanted. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including hyperlipidemia and coronary disease. Since no edwards defect was identified, corrective or preventative actions are not required. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.